Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 4 devices were received for evaluation. The reported events were confirmed for 3 devices. Evaluation found that two devices were affected by internal corrosion and one device was found to have debris and internal corrosion. One device was found to be within specifications; the reported event was not confirmed. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.